Event description:
It was reported that a vns patient had a weight loss . It was reported that the patient has lost around (B)(6). The device parameters were modified due to that event, without any improvement. No further details were provided to date.